Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip at the grip base causing them to be misaligned. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing tip not to move smoothly. Additionally, the instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire do not show damage. The instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. The instrument was found to have a frayed grip cable at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding jaws came apart and unable to remove from trocar was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the force bipolar instrument jaws came apart while in use and the instrument can't be taken out of the trocar. The customer had to take out the whole trocar from the patient to remove the instrument from the trocar. The procedure was completed with no reported injury.